Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). Customer administed a correction bolus to treat bg levels. Reportedly, customer allowed insulin to be subjected to heat exposure for an extended time period which possibly led to insulin degradation. Customer's bg levels stabilized after changing insulin.